Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead underwent a transcatheter aortic valve replacement (tavr) procedure. Subsequently, the lead exhibited loss of capture (loc). It was suspected that the lead had dislodged due to testing that involved placement of catheters in the rv. An attempt to reposition the lead was unsuccessful due to tight anatomy. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.